Event description:
Pt reported that their pump just keeps beeping even after the batteries were removed. Pump serial number: (B)(6). She was changing the empty cassette and that's when this happened. No further information provided. Patient was asking again and again what can be done to shut it off. Advised to see if she can hard press on the "stop" button and see if that does it. She says she tried it all. Pump return tracking information is not available. Photographs were not provided this is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. IV remodulin premix pt. Reported to (B)(6) by pt/caregiver.